Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -3.5/+1.0/176 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a shorter length lens due to excessive vault. The problem was resolved. The surgeon reported that the "anterior chamber depth has normalized." Cause of event reported as unknown.